Event description:
The user facility reported that the outer layer of the guidewire fractured while inserted in an introducer sheath. The doctor was accustomed to using the product and handled it in the same manner as usual. He stopped using it and replaced it with a new one from the same type. Procedure was continued with no problem until finished successfully. No residual in the patient. The procedure was completed successfully and the patient was not harmed.

Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k926214. Inspection of the actual sample. The actual sample upon receipt had been separated in the main body and the fragment. Visual inspection of the actual sample upon receipt confirmed that the fragment was approximately 93 mm and the main body was approximately 2507 mm. As the total length was equivalent to that of a normal product, the actual sample was considered to have no portion missing from it. Fragment: approximately 93 mm. Main body: approximately 2507 mm. Total length: approximately 2600 mm (normal product: approximately 2600 mm). Magnifying inspection of the fracture site of the fragment and the main body obtained the following results. A shape that looks like it was torn-off was recognized in the outer layer of the fracture site of both portions. Exposure of core wire was observed in the fracture site of both portions. The outer layer was stretched near the fracture site of both portions magnifying inspection of the area other than the fracture found no flaw or other anomalies in the appearance. Electron microscopic inspection of the fracture site of both portions obtained the following results. Creases were found on the outer layer of both fracture sites. The fragment had a flaw on the outer layer near the fracture site. From this, it was inferred that a hard object came into contact with the involved site. The outer diameter of normal section was measured and confirmed to meet the specifications. The core wire was separated from the outer layer and inspected under an electron microscope. The following results were obtained. There was no taper-shaped deformity on the fracture of either portions and both were flat. Radial patterns were observed on the fracture surface of both portions. Simulation test. For the fracture of guidewire, the following simulation tests were conducted based on our experience and knowledge. It is known that the state of the ends of fractured core wire presents some regularity as follows depending on the mechanism of the fracture. When a guidewire was fractured due to having been subjected to consecutive one-way torque force while held curved, the side of core wire at the fracture site was not deformed in taper-shape and was flat, and radial pattern was observed on the fracture surface. This state was considered similar to that of the actual sample. When a guidewire was fractured due to having been subjected to consecutive one-way torque force while held straight, a spiral pattern starting from the center was observed on the fracture surface. This state was considered different from that of the actual sample. When a guidewire was fractured due to having been subjected to repeated 90° bending force, the side of the fracture site was not deformed in taper shape but was flat, and a dimple pattern (hole-like pattern) was observed on the fracture surface. This state was considered different from that of the actual sample. When a guidewire was fractured due to having been subjected to pulling force, the side of the fracture site was tapered. This state was considered different from that of the actual sample. When a guidewire was fractured due to having been subjected to pulling force while it was held looped, the side of the fracture site was tapered and curved. This state was considered different from that of the actual sample. Review of the manufacturing history record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination. From the results of the investigation, it was inferred that a continuous torque force was applied to the actual sample while it was held curved due to its distal end having been caught on some hard object, which resulted in the fracture of core wire at approximately 93 mm from the distal end due to metal fatigue. After that, it was inferred that the outer layer was torn off due to pulling force caused during withdrawal, which resulted in the complete breakage into two portions. In addition, since the total length of actual sample including the fragment was equivalent to the normal product, it was inferred that there were no missing piece. Relevant IFU reference: "warnings: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the[?]glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." (B)(4).